Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the reported information from the (B)(4), there was the possibility that the reported phenomenon was attributed to the failure of the power unit due to the accidental failure because similar event was not tendency of to be frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the examination lamp did not turn on, the error e103 which indicated the subject device had broken down occurred. There was no report of patient injury associated with the event.